Event description:
The international customer reported the ventilator was powered on for self test before use, and it shutdown. The customer reported the ventilator would then not turn on, and the ac mains and battery charging leds were blinking. The device was not in use therefore there was patient involvement or harm. The power supply was replaced and the reported problem was resolved.

Manufacturer narrative:
Customer serviced.